Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer's blood glucose was not given. Troubleshooting could not be done due to call not being clear. Pt will be receiving a call back. No further info provided.